Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070472.

Event description:
It was reported that the patient was not receiving adequate stimulation to her usual pain areas. The physician assessed that the leads may have been placed too high in the spine to target her pain areas. The patient underwent a lead revision, and when the physician opened the midline incision, one lead was very superficial to the wound. The physician felt he may have damaged the leads when opening up the wound, and made the clinical decision to replace the leads, even though there was no obvious damage to the leads. Both leads were replaced and repositioned. In addition, the physician implanted a third peripheral cluneal lead to better target the patients pain area. The procedure was successfully completed.